Manufacturer narrative:
Device evaluation:the ams800 occlusive cuff was visually inspected. There was a leak in the occlusive cuff shell at the fillet junction that was the result of wear and fatigue at the corner of a fold. This complaint was initially submitted to FDA via asr report q2 2018 and additional information was received by boston scientific. Due to the removal of exemption e1997037, this information is provided via supplemental report.

Event description:
It was reported the patient had his artificial urinary sphincter cuff component replaced due to a perforation of the cuff. No patient complications were reported in relation to this event.